Manufacturer narrative:
The rate seen (89 worldwide reportable incidents out of estimated 224,000+ procedures performed to date) is approximately 0.039% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Patient experienced bilateral tight banding in underarms. The left axilla was noticed about one month post treatment, deep seated pain in the left underarm with nodules and swelling, which increases with standing and lying down on the right side. Patient was officially diagnosed with fibrous banding and fat necrosis and was prescribed anti-inflammatory and antibiotics.